Event description:
The device was reconnected to the pt in the ambulance for routine monitoring in transport to the hospital. Reportedly, instead of displaying the pt ECG, a square-wave pattern was displayed on the device crt. The reporter stated that there were no adverse affects to the pt resulting from the reported discrepancy.